Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding device return has been requested. No additional information is available at this time. Reason for reoperation: rupture and textured to smooth implant exchange.

Event description:
Healthcare professional reported right side rupture and textured to smooth exchange. Device has been explanted.

Event description:
Additional event of creases has been reported.

Event description:
Healthcare professional reported right side rupture and textured to smooth exchange. Device has been explanted.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified: a broken shell and a flat crease. A microscopic analysis was performed which identified one broken/sharp-edged opening on the radius. Based on the device analysis the final assessment is: a sharp, broken edge on the radius assessed as unidentified (tear) opening. Creases were also observed on the shell, but have no relationship with manufacturing.